Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a consumer regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain it was reported that the patient had another surgery on (B)(6) 2016 but the reason for the surgery remains unknown at this time. The patient's pain had gotten really bad in 2017; it was worse than it was before the surgery. Also, it was noted the patient's scoliosis had increased dramatically. The patient has been scheduled to get injections on (B)(6) 2017, and requested to meet with a manufacturer representative (rep). They were redirected to their doctor to schedule a time to meet with the rep. No device allegations were made at the time of the report. No further complications were reported.